Event description:
As the head of the bed was being lowered, the overhead frame bar fell with the trapeze triangle and hit the patient above the left eye at the eyebrow area. Patient sustained a bruise at the site where the overhead frame hit her.